Event description:
It was reported that there were concerns about possible left ventricular (lv) lead loss of capture (loc) on this cardiac resynchronization therapy defibrillator (crt-d) system. The patient's last recorded threshold was 3.0 volts. It was also discussed that the left ventricular automatic threshold (lvat) test was not successful during the implant procedure of this device system. Technical services discussed lvat threshold test and loc determination. Further testing was recommended. At this time, this crtd system remains in service and there were no adverse patient effects reported.